Manufacturer narrative:
The gamma-glutamyl transferase and calcium reagent lots and expiration dates were not provided. A direct root cause could not be determined. A field service engineer (fse) determined that the sample probe was bent, replaced it, and made adjustments. Calibration and qc were completed and passed. The investigation found that the issue was consistent with the probe being bent during daily operator maintenance.

Event description:
There was an allegation of questionable gamma-glutamyl transferase (ggt) and calcium results from the cobas 8000 c702 module. Sample (B)(6) initial ggt result was 23 u/l, and the repeat result was 13 u/l. Sample (B)(6) initial calcium result was 1.95 mmol/l, and the repeat result was 2.36 mmol/l. Sample (B)(6) initial calcium result was 1.99 mmol/l, and the repeat result was 2.47 mmol/l.